Event description:
Rn went into pt's room to place an og (orogastric) tube. She opened pts swaddling linens and she was placing a temperature probe under right axilla. The PICC snapped, the line was clamped immediately and the charge nurse removed line fully, which was intact. She measured/confirmed that no PICC line was left in the pt. The line appeared friable. There was no harm to the pt. Contributing factors may be age of dressing, age of PICC, friability of line due to age, and possible defect device.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report once sample has been returned for eval.